Event description:
The following is based on information provided by the patient: on (B)(6) 2013 - patient underwent right inguinal hernia repair and was implanted with a bard perfix plug. On ni/ni/2012 - patient began to experience severe pain in the area of the hernia repair. The patient reports that he saw an md and had a CT scan which showed no recurrence. The patient continued to have pain and pursued a second opinion and another CT scan was done. The patient further reports that the physician noted two hydrocels, a recurrent hernia and possible mesh separation. To date no surgery has taken place. Note that no lab reports have been provided for the reported CT scans.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reports that nine years post implant he began to experience severe pain in the area of the hernia repair and he is currently seeking medical assistance. We have had additional contacted with the patient and he has provided us with the operative report for the implant procedure. We have requested he provide us with additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.